Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer was booted up to black screen with no backlight or led's on. Also, the pcb is burned up and shorted out. Further, there is no evidence of abuse or mishandling. All other affected components were replaced. The programmer passed all incoming functional tests with reworks completed. The device manufacture date for this product is july 26, 2006.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory found that the pcb was burned up and shorted out.